Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was experiencing pain right around the implantable neurostimulator (ins) site and also had pain up and down their left leg. There was no other information available at the time of the report. On 2017-01-31, it was reported that the patient saw their physician on (B)(6) 2017. They took x-rays of the lower back and left leg and the pain was closer to the lower spine. A shot was given in their left leg to resolve the pain.